Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was in hospital for unrelated issues, episodes of pauses due to oversensing were observed. There were non-sustained rv lead noise episodes which were not true episodes. Events appeared to be the result of ventricular non-capture. Both lv and rv capture thresholds were high. Patient was in bradycardia due to metabolic issues. The patient was intubated in ICU for unrelated issue. Device was reprogrammed.